Event description:
It was reported that this valve was explanted at implant due to regurgitation seen on tee.

Event description:
It was reported that the surgeon performed an aortotomy to view valve and check for looped suture. No suture looping was seen under direct vision.